Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio-control further evaluated the device and was still unable to duplicate the reported issue. Physio replaced the device's battery pins, battery contact assembly, and batteries as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off on its own twice while they were using it on a patient. The customer stated that this issue did not impact patient care or outcome. Physio-control has made multiple attempts to contact the customer to request additional information on the patient. No response has been received from the customer.